Event description:
Multiple screw poly screw tulip head completely locked making removal extremely difficult and unsafe for the patient. Patient has a neuromuscular disease, with failed neurophysiology signals on index surgery. Screws needed to be removed to check source of signal failure. A cobb has to be used to remove the head. Rep said advice was to use more force to see if the heads unlock, bone was extremely unstable and, in such circumstances, force can not be used.